Manufacturer narrative:
Visual inspection of the complaint sample could not be performed since the cartridge was discarded by the customer. The complaint of difficult to use could not be verified. Manufacturing records were reviewed and the cartridges was manufactured according to specification. There were no non-conformances, discrepancies, or deviations for similar issues found during the manufacturing record review. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. The dfu instructs the customer to inspect the product for damage or defects prior to use for implanting. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the physician was advancing an intraocular lens (iol), model zcb00, into a 1mtec30 cartridge, the physician felt more resistance than previous instances when he used the same products. The iol was implanted successfully. The cartridge was disposed of by the customer. There were seven cartridges reported that the physician felt resistance thus there are 7 mdrs being filed. This is report 3 of 7.